Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Response: the device locked without tissue in its jaws.

Event description:
It was reported that during laparoscopic section of uterosacral ligaments, the device locked and did not open the jaw. It occurred during the surgical procedure. There was no damage to the patient. The material was replaced by an equal one to continue the procedure.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: r59p28. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.